Manufacturer narrative:
(B)(4). Visual examination of the provided picture identified a tibial inserter with the hook tip of the inserter fractured off. The device was not returned; therefore, no further testing has been performed, and no further evaluation can be made on the reported event. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed through the provided photo which identifies a fractured inserter tip. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
It was reported that an inserter fractured prior to a surgery. There was no patient involvement.